Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath and dilator perforation could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a sheath puncture occurred. The sheath was inserted through the guidewire into the right atrium to perform the transseptal puncture. The guidewire was removed, and the needle was inserted within a mandarin/stylet into the sheath. It was not possible to insert the needle through the sheath and after a few attempts, the needle punctured through the wall of the introducer. The needle, sheath, and the mandarin were removed from the patient. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.